Manufacturer narrative:
(B)(4). Pump passed sleep current measurement, active current measurement, self test and displacement test.the adapt confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected pump error 68/23 alarm, low battery alert, battery power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the pump trace download. Pump error 53 alarm found in the pump history. Unable to determine the root cause, problem isolated to electronic assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer used suspend before low or suspend on low continuous glucose monitoring feature. Customer stated that insulin pump did alarm with ¿medical device ¿ call for emergency assistance. I have diabetes.¿ customer stated that insulin pump had multiple pump alarm. Customer was able to clear alarm. Customer was able to complete rewind. Customer stated that fill cannula was recorded in daily history. Customer was assisted with performing self test. Insulin pump passed the self test. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.